Event description:
A customer receiving imprecise sequential readings on the precision qid blood glucose meter. The customer obtained readings of 'lo' followed by a reading 234 mg/dl within a 10 minute time-frame. Taking the 'lo' reading to be 20 mg/dl. There was no report of death, serious injury or mistreatment associated with this event.